Event description:
The customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.